Event description:
It was reported that an arteriotomy closure of the femoral artery was attempted using a proglide device after an abdominal aortic aneurysm (aaa) procedure. Reportedly, when the needle plunger was removed a cuff miss had occurred. The method used to achieve hemostasis was not reported. There were no reported adverse patient sequelae. The physician is reported to be trained in the use of the proglide device. Though requested, no additional information was provided.

Event description:
Subsequent to the initial medwatch report, the following additional information indicates that the cuff miss occurred during attempted suture placement using the preclose technique. A second proglide device was used for successful suture placement using the preclose technique. The arteriotomy was a 6f. The sheath was upsized to a 12f and then 18f. No additional information was provided.

Manufacturer narrative:
(B)(4):during processing of this complaint, attempts were made to obtain complete event, patient and device information.the device is expected to be returned for evaluation. It has not yet been received. A follow up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was returned for evaluation; however, the suture, posterior cuff and posterior needle tip were not returned, limiting the scope of this investigation. Inspection of the returned device components indicated that the anterior cuff was detached from its needle tip during the needle plunger retraction as evidenced by damaged anterior needle barb. Cuff-to-needle tip detachment would have resulted in a failure to retrieve the suture and could appear very similar to the reported cuff miss. Based on visual and functional analysis of the returned device, there is no indication of a product deficiency. A review of the lot history record revealed no non-conformances that would have contributed to the reported event. Based on the information reviewed, there is no indication of a product deficiency.